Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polyp removal procedure performed on (B)(6) 2014. According to the complainant, when the physician was retracting the handle to capture the polyp, the loop suddenly retracted into the plastic sheath, cutting the target polyp without full cauterization. Reportedly, this resulted in bleeding at the site, but no treatment was required. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation was performed and no anomalies were found. Functional evaluation was performed and the device passed the retroflex test, and was able to extend and retract within specification. The complaint that the loop was difficult to retract and suddenly retracted was not confirmed. Based on all tests performed, the device was within specification. The investigation found neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polyp removal procedure performed on (B)(6) 2014. According to the complainant, when the physician was retracting the handle to capture the polyp, the loop suddenly retracted into the plastic sheath, cutting the target polyp without full cauterization. Reportedly, this resulted in bleeding at the site, but no treatment was required. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event: snare loop suddenly closing. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.